Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with infection at the neck and chest incision sites as well as a low grade fever (99.9 degrees fahrenheit). The physician indicated that the patient may have been touching the incision sites. The patient was referred to neurosurgery for a possible device explant. Design history records for the generator and lead were reviewed. The generator and lead were confirmed to have been hp sterilized prior to distribution into the field. The devices passed all specifications prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.